Manufacturer narrative:
Product analysis: device returned with the filter basket extended out of the delivery catheter. No deformation observed to the filter basket floppy tip slightly kinked filter basket was able to be retracted into the clear section of the delivery catheter, with no resistance encountered when doing so medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that before the spider embolic protection device was used again during treatment of a carotid artery plaque lesion in the proximal common carotid artery, the embolic protection device net was deformed and could not be retrieved into the green delivery sheath that came with the device. The vessel was pre-dilated. The procedure was completed by replacing the device with the same model. No patient complications have been reported as a result of this event.